Manufacturer narrative:
Citation: ravani lv, ribeiro hb, calomeni p, et al. Clinical impact of sex differences and procedural setting in transcatheter aortic valve implantation. Cardiovasc revasc med. 2025;77:89-96. Doi:10.1016/j.carrev.2024.09.014 earliest date of publication used for date of event. Earliest approved corevalve/evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the impact of sex differences and procedural setting on transcatheter aortic valve implantation (tavi) outcomes. The study population consisted of 3,194 tavi patients from a brazilian registry. A mix of valve types were used in the study, encompassing three medtronic products (corevalve/evolut r/evolut pro, n = 1,340) and several non-medtronic brands (n = 1,777). The following tavi outcomes were recorded: annulus rupture, conversion to open heart surgery, stroke, myocardial infarction, vascular complications, life-threatening bleeding, and pacemaker implantation. The authors also observed deaths over the course of the study. However, no evidence was presented to suggest a causal relationship between a medtronic product and any deaths.